Event description:
It was reported to ge healthcare on (B)(6) 2010 that a pt sustained second degree burns on her elbow approximately one year ago, following an mr exam. No additional info regarding details of the exam or pt info was available.

Manufacturer narrative:
The exact date of the event was not provided. The site indicated that the event occurred approximately one yr prior to the date the event was reported to ge healthcare. The event was reported to ge healthcare approximately one yr after the event occurred. Therefore, ge was unable to complete the standard testing of rf output and monitoring devices to complete the investigation. Ge healthcare performed a review of service records and complaints from the site. From 01/01/2000 through 12/31/2009, service records provided no evidence that a failure occurred in either the rf output or monitoring devices. The site has a service contract with ge and records indicate routine preventive maintenance was performed as required. A review of the site's complaint history identified no issues indicating that the system was operating out of specification in a manner that relates to the event. Based upon the info received from the customer, the burn was likely due to contact between the pt's elbow and the side wall of the bore. The mr system's operator manual provides the user a warning that a rf burn could occur if proper padding and pt positioning are not used during the exam. The site reportedly continues to use the system and the coil, and has reported no further occurrences of pt warming or burns.